Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device cautions that "low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears". It also cautions that "to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously". (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the physician was discontinuing use of the lumbar catheter, the catheter broke and the tip remained in the patient's back. According to the report, a bedside cut-down was attempted, but was unsuccessful. Reportedly, the patient was taken to the operating room on (B)(6) 2014 and under fluoroscopy the catheter tip was removed successfully. It was also reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.